Manufacturer narrative:
This is report 18 of 19 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. This product is a single-use item containing a patient's biological sample and was therefore not available for root-cause evaluation. Because the lot number could not be obtained a trending evaluation could not be performed for this event. However qc testing is performed on all lots of this product at the time of manufacturing and only lots that meet specifications are released for distribution. No root cause has been determined at this time. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product. There were no patient adverse events associated with this report.

Event description:
This is report 18 of 19 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.